Manufacturer narrative:
(B) (4).

Event description:
The pt noticed that the neurostimulator was "bulging toward the front of the skin" which started 2 weeks ago. He also had a loss of therapeutic effect that was associated with movement. He had some pain behind the "unit" and noted that the device changed "it's settings on its own". The stimulation was noted as intermittent. The pt was re-directed to his healthcare professional. Further info was requested.